Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13306. It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral approach. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, during inflation at fifteen atmospheres, the balloon ruptured. The device was completely removed and another 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced and dilated the lesion. However, when the balloon was inflated beyond the rated burst pressure, the balloon ruptured. The device was completely removed by simply pulling it out and the procedure was completed with another with same device. No patient complications were reported. Patient was stable.